Manufacturer narrative:
There was no injury to the pt, the surgeon adjusted for the inaccuracy and continued with the case. The o-arm has since been recalibrated and is functioning normally.

Event description:
A medtronic rep reported that the system was inaccurate after registration. The o-arm used was tested with the treon used in this case and a s7. Both systems showed approximately 3-5 mm inaccurate. Also tried using both sides of the o-arm tracker for the spins. It still showed inaccurate. The surgeon continued the case using navigation. There was no impact on pt outcome.